Manufacturer narrative:
Evaluation of device found evidence that fracture was due to bending overload, possibly due to torsion. Dimensional evaluation found component to be within appropriate design specification. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The surgical technique states, "hold the bone segments together, preferably with a bone clamp, and insert the screw slowly, especially when inserting the proximal end of the screw. With extremely hard bone, employ the screw insertion method, and utilize the relief drill bit to expand the proximal cortex before screw insertion."

Event description:
It was reported patient underwent a scarf osteotomy on (B)(6) 2013. During the procedure the surgeon noticed a clicking sound as the screw was being positioned and the screw would not advance. The surgeon removed the screw and noticed the end had fractured off. The fractured piece was removed from the patient wound and a new screw was used to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.